Manufacturer narrative:
Nozzle. Eval summary: the analysis results found that the lst60a device was returned damaged with the nozzle detached from the device. A reload was received in good visual condition, void of staples and with no damage to the lockout. No functional test could be performed due to the condition of he device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth and yoke was found damaged at the closure tube interaction. Although no conclusion could be reach on what caused the damaged observed on the device, it is possible that excessive force was applied to the triggers when the jaws were clamped on tissue thicker than indicated. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition , a sample of the batch is inspected at fgqa. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lap sleeve gastrectomy procedure, when the surgeon fired the first firing the device stapled and cut but the jaws would not open. The handles were in the open position but the jaws of the device were locked on tissue. The surgeon then used a second device with a trocar and stapled around the device and cut the device off of the tissue. Another device was used to complete the procedure. They did not covert to an open procedure. The patient is stable and required no additional intervention.